Event description:
Pharmacist developed skin irritation/rash after wearing the glove, and used cream prescribed by a physician.

Manufacturer narrative:
Complaint forwarded to manufacturing facility for investigation. Sample just received by the facility on (B)(4) 2009. Follow up report will be filed after the sample has been evaluated and the investigation completed. Add'l lot #: 09010259. Additional expiration date: 12/2011. Additional device manufacture date: 01/2009.